Event description:
Customer reported to beckman coulter, inc. (Bec) that the sample probe wash station of the immage immunochemistry system was overflowing and not draining. Customer reported that fluid leaked from the sample probe wash station and on to the top of the instrument. Customer reported that the leaked fluid was not contained to the instrument. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the wash station was overflowing. The fse replaced the waste line exit filters.

Manufacturer narrative:
(B)(4).